Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case, display window corners, and loose drive support disk.

Event description:
It was reported that the customer's insulin pump was cracked. No further information was provided.